Manufacturer narrative:
On april 19, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak test of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline textured 275cc returned device. Leak testing was performed, in accordance with mentor procedures, and was found to have a tear within an area of siltex cracking on the posterior aspect, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following fields have been updated on this form: field d1 for brand name has been updated from "mentor smooth round moderate plus profile" to "unknown saline implants textured". Field d1 for catalog number has been updated from "3502375" to "unk_saline implants textured". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor gel implants catalog number 3504251bc; serial number (B)(4); and catalog number 3504251bc; serial number (B)(4) on (B)(6) 2020.